Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) was reviewed and showed that there were no issues related to this issue on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause. Customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the device sample becomes available, this investigation will be updated with the evaluation results.

Event description:
The event is reported as: the customer alleges that the micromist nebulizing mask is not misting properly.